Event description:
Indication: nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified. Pt and pt's spouse report freedom60 pump (serial number and expiration date: not reported) replacement needed. They stated back piece where it depresses against the plunger broke and unable to function properly. Pt was able to infuse last infusion manually holding down the syringe. No adverse event[s) reported as a result of pump malfunction. Unknown if md aware. Unknown if device is available for return. Exact date of malfunction not specified. No further information provided. Reported to (B)(6) by pt/caregiver.